Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken cable. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken main tube approximately 49.74" from the distal tip. The broken component had missing pieces, but the size of missing pieces could not be confirmed as they were not returned. Additional observation(s) : the instrument cables and other components appeared to have been cut off due to a dislodged proximal clevis. The instrument was found to have various scratches on the main tube that measured approximately 0.7190¿ - 0.2360¿ in length and were axially aligned with the tube axis. Material was not missing from the surface of the main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of the user having to cut off the cables and detach the distal end is because of a dislodged proximal clevis. A dislodged proximal clevis can result in difficulty removing the instrument from the cannula, so oftentimes the user cuts the grip and pitch cables at the distal end in order to be able to remove the instrument. The dislodged proximal clevis is typically caused by excessive side loading on the instrument. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to b5 summary : it was reported that during a da vinci assisted surgical procedure, the 8mm prograsp forceps instrument had a bent tip and it became impossible to remove it from the port. In addition to that, the instrument had a broken cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing abnormal was noticed. The instrument and canula were removed together. The instrument was removed while the tip was bent, causing it to get caught on the cannula and become stuck. The bent instrument was broken outside the body cavity and then removed from the cannula. The port incision did not need to be increased in order to remove the instrument and cannula together. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.